Event description:
It was reported that the patient underwent bilateral knee surgery. Left knee was revised for dislocation six months post procedure. Customer would like a recall check done and to be advised of the results. Customer has stated that no medical records or x-rays will be provided.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs 00595204012 articular surface size green/c-h 12 mm height lot# 61712310 MDR: 0001822565-2022-01036. 00595404701 tibial tray fixed bearing size 5 lot# 61711851. 00597206538 all poly petella standard cemented size 38 mm diameter 9.5 mm lot# 61599688. 00111214001 palacos r 1x40 single lot# 71034240.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. Can not confirm complaint. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation was sent to the complainant conveying absence of any recall for the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.